Event description:
Consumer complaint about high blood results. Customer normal results are normally 150-160mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (452) and the lowest normal result (150) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.